Event description:
The pt was revised to address osteolysis and poly wear of the insert and patella.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately in 1992. The product associated with this reported event was not returned for examination. The product code and lot code required to search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information; however, wear of a polyethylene knee device after eighteen years implantation should not be unexpected. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.